Manufacturer narrative:
Hcus engineer confirms light is dim because of the dirt that cover the lens. After the clean up, the light became normal and it's not dark anymore.

Event description:
On september 8th, 2023, fujifilm healthcare americas corporation was informed of an event involving ec-760r-v/l. It was reported that the light source is very dim. The customer has trouble to see if it was a scope light failure or light source failure. It was determined to be the scope light failure. There is no serious injury or death associated with the event. Therefore, this report is being submitted in abundance of caution.